Event description:
The facility's biomedical engineering department reported that "a primary bag overinfused while the secondary bag did not infuse" during patient use. Channel a was infusing in a piggyback mode at a rate of 150ml/hr with a primary infusion set at a rate of 10ml/hr. The pump reportedly alarmed "downstream occlusion" on channel a and the nurse switched the tubing from channel a to channel b. The nurse rechecked the device 20-30 minutes later and noticed that the infusions "were not running properly". The pump displayed the piggyback infusion was completed but the nurse reported 30ml was left in buretrol which was attached to the secondary bag. The nurse also noticed that the primary infusion was running "too fast". No patient injury or need for medical intervention had been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not availavble regarding patient's demographics, diagnosis or status, medication involved, or amount of overinfusion.